Manufacturer narrative:
The treatment tip and data-card logs were returned for evaluation. No issues or errors were found during evaluation of treatment tip. Tip passed thermistor, leak, and visual testing. The data-card log showed multiple error codes were displayed during treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the system and hand piece performed as expected, but found technique related issues. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. It was reported no system issues or anything out of the ordinary occurred during treatment. Based on the evaluation of the data, the system and hand piece performed as expected. Evaluation of the treatment tip found no issues. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
Additional event and product information has been requested. A review of the manufacturing record is ongoing. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a patient experienced burns one day post thermage treatment. The treating physician indicated that the treatment was completed at a max power level 4.5 across the face and neck with ample coupling fluid. The treatment tip was inspected prior to and during treatment with no observed abnormalities. No error or event codes were reported during treatment. Following the report of burn the physician prescribed the use of silvederm for the first days followed by use of cicaplast once scabbing was noted. Current outcome is noted as recovered with hyperpigmented change still visible. Available pictures were reviewed, blisters and hyperpigmented lesions are visible on the right and left side of the forehead and the right neck mandible area. In one picture scabs are visible on right side of the neck that turned into hyperpigmented lesions in a second picture. The physician noted that following procedure the patient told them they had undergone a "nanopore" treatment in the same treatment areas.